Event description:
It was reported that during the procedure the patient experienced a burn under or distal to the grounding pad site. It was noted that the patient had quite a bit of hair underneath the grounding pad. The patient was prescribed burn cream, and is doing well. The grounding pad was visually inspected at the time and no defects were noticed, it will not be returned for analysis as it was discarded by the facility.